Event description:
No additional information.

Manufacturer narrative:
A mz1000 china product was not available for investigation of pr 14596047; however, the customer confirmed that the complaint sample was from lot 25085184. The feedback provided by the customer states that, " medical staff in ward 207 found that the connector could not be pushed in". Further information from the customer states that the connector was initially able to be used; however, after being used for a period of time, the liquid stopped dripping and pre-filling, pushing, and pumping functions did not work. The event did not interrupt the administration of medication nor cause any clinically significant delay that negatively impacted the patient, and no patient impact was reported. Similar issues have been observed in multiple instances involving different medications. The infusion set used was voltaire, and the issue persisted even when using a bd brand pre-filled bolus. No physical damage or leakage was observed with the product. The issue was identified during the usage process (during patient use). The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25085184 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: on march 16, while preparing to use a transparent needleless connector manufactured by kang'erfusheng (shanghai) trading co., ltd., medical staff in zone 207 discovered that the connector could not be advanced; they immediately ceased using the device and reported the issue to the department of medical equipment. Additional information received from the customer: please clarify the event. Whether the connector was unable to connect. No, but after using it for a period of time, the liquid does not drip, and the pre-filling, pushing and pumping do not work did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. There have been many similar situations involving multiple drugs please confirm set-up including make and model of connecting products. The brand of the infusion set is voltaire, and the use of bd brand pre-filled bolus still does not work after the liquid does not drip. Please confirm if there is any physical damage observed with the product. None please confirm is there any impact on patient? No feedback please confirm whether it caused any leakage or not? None was the issue identified prior to patient use and connection or during patient use? Usage process please confirm the number of products affected. How many products are affected in this lot 25085184 this batch received 2 complaint samples.